Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for malignant pain. The patient reported that every day they were seeing service code 156. Patient stated when they had to bolus they had a long freeze at 90%. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Agent reviewed service code 156. Patient would call back if they need further assistance. Patient called back days later and reported the 156 error code continued to appear. Patient stated on saturday it took them 40 minutes to connect to the pump. Patient would monitor and call back if needed.